Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025, a patient left the unit with a fentanyl drip (1000 mcg/100 ml), which was hung at 1459 programmed with a volume to be infused of 100 ml at 12.5 ml/hr. When the patient returned to the unit, the volume to be infused stated 76 ml, which was less than expected for the 1 hour the patient was off the unit according to the initial report. Expected would have been a volume of 87.5ml left to infuse. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, concomitant med prod data, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name, initial reporter occupation, report source. Additional information: initial reporter phone #, imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of fentanyl drip was not able to be confirmed as no suspect pump module was returned for investigation. Laboratory testing and inspection of the suspect pump module could not be performed since the incident device was not returned for this investigation. The event date was reported to have occurred on 27 october 2025, at 1459. The pou logs were downloaded to ascertain event details associated with the reported complaint. A review of the pcu error logs showed no records related to the reported issue. The facility provided the data set named ¿lac-dhs_v93¿ and provided ¿all infusion detail report¿. All infusions detail report does not contain keystroke programming and is not validated for log analysis purposes. It is not possible to confirm the drug ID without pcu event logs to perform the keypress replication. A review of the pcu s/n: (B)(6) event log detailed event could not be determined because the logs had been overwritten due to continued use after the reported incident, and the relevant events were no longer available. A review of the pcu s/n: (B)(6) event log showed that the detailed event could not be determined because there is no record of the suspect pump module. Furthermore, there are no logs indicating that the module was used on the day of the event, nor in the days prior or following. The alaris¿ system user manual (v12.3.2), notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported fentanyl drip was not confirmed. The suspect pump module was not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 27oct2025, a patient left the unit with a fentanyl drip (1000 mcg/100 ml), which was hung at 1459 programmed with a volume to be infused of 100 ml at 12.5 ml/hr. When the patient returned to the unit, the volume to be infused stated 76 ml, which was less than expected for the 1 hour the patient was off the unit according to the initial report. Expected would have been a volume of 87.5ml left to infuse. There was patient involvement, but the no patient harm.